Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to an unidentified infusion set issue, customer's blood glucose (bg) was elevated (value not provided). Customer was hospitalized. Type of infusion used was not provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.